Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) seal was torn. The device will be placed on hold due to nuvasil adhesive for uso seal replacement not being available.

Event description:
The device was returned as it was reported that the unit had failed the downstream occlusion (dso) calibration. The results of the investigation found that the device's upstream occlusion (uso) seal was torn. There was no patient involvement.